Manufacturer narrative:
At time of filing, although requested, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with an adjustable retractor cannula, catalog # c08-65, lot 201810221. It was reported that "with insertion of the trocar, as usual with a curved clamp, the trocar is broken in half. Not at the place where the clamp was, but well above it. The introduction was not difficult, and it was only the first attempt". The information received indicates that the issue happened on (B)(6) 2019 during an arthroscopic rotator cuff repair involving a (B)(6) year old female weighing (B)(6). Additional information obtained indicates that the canula was inserted all the way in when the shaft and threads of the cannula broke into 2 pieces. Both (all) pieces of the cannula were removed from the patient. There was no impact or injury to the patient and the procedure was successfully completed using a new trocar with a 5-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This complaint is confirmed. A visual examination of the returned device found the device broken off at the tip; however, critical dimensions were inspected per design print and could not find any discrepancies with the returned product. This is a technique-dependent device and the most likely cause of this suspected failure is user-related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows 4 other complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 29 devices, for this device family and failure mode. During this same time frame 10,372 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to inspect cannula prior to use to ensure they are in good physical condition. - advises that to avoid damaging seals and excessive leakage, do not use with devices larger than the specified cannula diameter. - use carefully to ensure the cannula is not bent or collapsed when inserting devices. - to avoid damage during use, do not use excessive force on cannula. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.